Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an overdose. The patient was admitted to the hospital (B)(6) 2012 with a suspected overdose. The reporter stated that narcan was administered, and that the patient "defecated on himself, was yelling and screaming, could not speak and was mumbling". The patient was a "little better" and awake on (B)(6) 2012, however a CT scan of patients head was being done to rule out a stroke. It was then later reported that the patient had an MRI to "confirm a suspected stroke". It was unclear what the patient outcome was, or if the patient's symptoms were due to stroke or overdose. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731 serial# (B)(4) implanted: 2005-(B)(6) product type catheter. (B)(4).